Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on 04-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("genital bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), panic attack ("panic attack"), irritable bowel syndrome ("ibs"), autoimmune thyroiditis ("hashimoto thyroiditis"), premature menopause ("early menopause"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy period"), constipation ("constipation"), hormone level abnormal ("hormonal imbalance"), affect lability ("emotional up and down"), dysmenorrhoea ("painful period"), dyspareunia ("cramping after sexual intercourse"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep"), myalgia ("muscle aches"), arthralgia ("joint pain"), alopecia ("hair thinning") and menstrual disorder ("my periods have different smell"). At the time of the report, the genital haemorrhage, panic attack, irritable bowel syndrome, autoimmune thyroiditis, premature menopause, abdominal pain lower, menorrhagia, constipation, hormone level abnormal, affect lability, dysmenorrhoea, dyspareunia, dysgeusia, hot flush, crying, disturbance in attention, insomnia, myalgia, arthralgia, alopecia and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, affect lability, alopecia, arthralgia, autoimmune thyroiditis, constipation, crying, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstrual disorder, myalgia, panic attack and premature menopause with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on 04-sep-2018. The most recent information was received on 17-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("genital bleeding") and autoimmune thyroiditis ("hashimoto thyroiditis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), autoimmune thyroiditis (seriousness criterion medically significant), panic attack ("panic attack"), irritable bowel syndrome ("ibs"), premature menopause ("early menopause"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy period"), constipation ("constipation"), affect lability ("emotional up and down"), dysmenorrhoea ("painful period"), dyspareunia ("cramping after sexual intercourse"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep"), myalgia ("mescle aches"), arthralgia ("joint pain"), alopecia ("hair thinning"), menstrual disorder ("my periods have different smell") and injury ("injury") and was found to have hormone level abnormal ("harmonal imbalance"). At the time of the report, the genital haemorrhage, autoimmune thyroiditis, panic attack, irritable bowel syndrome, premature menopause, abdominal pain lower, menorrhagia, constipation, hormone level abnormal, affect lability, dysmenorrhoea, dyspareunia, dysgeusia, hot flush, crying, disturbance in attention, insomnia, myalgia, arthralgia, alopecia, menstrual disorder and injury outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, affect lability, alopecia, arthralgia, autoimmune thyroiditis, constipation, crying, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstrual disorder, myalgia, panic attack and premature menopause with essure. The reporter considered injury to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: summon received- lawyer added, case became potential legal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("genital bleeding") and autoimmune thyroiditis ("hashimoto thyroiditis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), autoimmune thyroiditis (seriousness criterion medically significant), panic attack ("panic attack"), irritable bowel syndrome ("ibs"), premature menopause ("early menopause"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy period"), constipation ("constipation"), affect lability ("emotional up and down"), dysmenorrhoea ("painful period"), dyspareunia ("cramping after sexual intercourse"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep"), myalgia ("muscle aches"), arthralgia ("joint pain"), alopecia ("hair thinning") and menstrual disorder ("my periods have different smell") and was found to have hormone level abnormal ("hormonal imbalance"). At the time of the report, the genital haemorrhage, autoimmune thyroiditis, panic attack, irritable bowel syndrome, premature menopause, abdominal pain lower, menorrhagia, constipation, hormone level abnormal, affect lability, dysmenorrhoea, dyspareunia, dysgeusia, hot flush, crying, disturbance in attention, insomnia, myalgia, arthralgia, alopecia and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, affect lability, alopecia, arthralgia, autoimmune thyroiditis, constipation, crying, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstrual disorder, myalgia, panic attack and premature menopause with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on 04-sep-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding/ uncontrollable bleeding'), abdominal pain lower ('lower abdominal pain/ front lower abdomen') and autoimmune thyroiditis ('hashimoto thyroiditis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included depression, cystocele and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal, thyroid disorder, irregular menstrual cycle, anxiety, vaginal bleeding, weight gain, stress incontinence and vaginal prolapse. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2001 to 2018 and levonorgestrel (liletta) for genital bleeding as well as melatonin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs/gastrointestinal or digestive system condition type: around my period my ibs was way worse after essure."), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and headache ("migraine/headaches I got bad headaches during the week leading upto my period and during my cycle.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful period/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("cramping after sexual intercourse/ dyspareunia (painful sexual intercourse) this was more in the last few years-especially on the left side"). In (B)(6) 2018, the patient experienced menorrhagia ("heavy period/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), autoimmune thyroiditis (seriousness criterion medically significant), panic attack ("panic attack/ anxiety attacks"), premature menopause ("early menopause"), constipation ("constipation"), affect lability ("emotional up and down"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep/ unable to sleep"), myalgia ("mescle aches"), the first episode of arthralgia ("joint pain/ hip towards the back pain"), alopecia ("hair thinning"), menstrual disorder ("my periods have different smell"), stress ("psychological or psychiatric problems condition: stress"), emotional disorder ("psychiatric problems condition: uncontrollably emotional outbreaks during period"), premenstrual pain ("psychiatric problems condition: pms time-pain was to much"), fatigue ("fatigue"), haemorrhage ("blood loss"), night sweats ("I was having night sweats"), back pain ("lower back more prominent on the left side/ felt like back labor pain"), the second episode of arthralgia ("pain hip towards the back"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraines") and was found to have hormone level abnormal ("harmonal imbalance"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, nausea and back pain had resolved, the autoimmune thyroiditis, panic attack, premature menopause, menorrhagia, constipation, hormone level abnormal, affect lability, dyspareunia, dysgeusia, hot flush, crying, disturbance in attention, insomnia, myalgia, alopecia, menstrual disorder, vaginal haemorrhage, stress, emotional disorder, premenstrual pain, bladder disorder, urinary tract disorder, fatigue, headache, haemorrhage, night sweats, the last episode of arthralgia, pelvic pain, abdominal pain and migraine outcome was unknown and the irritable bowel syndrome and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, affect lability, alopecia, autoimmune thyroiditis, back pain, bladder disorder, constipation, crying, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, haemorrhage, headache, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, myalgia, nausea, night sweats, panic attack, pelvic pain, premature menopause, premenstrual pain, stress, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Current weight 160 lbs. Approximate weight at the time of essure placement 150 lbs. Legacy device report number medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes hsg showing bilateral spill and need for repeat hsg in 90d.; in (B)(6) 2013: essure seen bilaterally in sag plane appear in appropriate position. Unable to confirm in coronal. There was spillage and would need a second test. Concerning the injuries reported in this case, the following one/ones were described in social media concerning the injuries reported in this case, the following one were described in patient¿s medical record: menorrhagia, myalgia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received:- reporter information was added. New event added pelvic pain , abdominal, pain, migraines.7th and 8th follow process together on 21-nov-2019: pfs received no new significant information was added.7th and 8th follow process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on 04-sep-2018. The most recent information was received on 08-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding/ uncontrollable bleeding'), abdominal pain lower ('lower abdominal pain/ front lower abdomen') and autoimmune thyroiditis ('hashimoto thyroiditis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and thyroid disorder. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2001 to 2018 and levonorgestrel (liletta) for genital bleeding as well as melatonin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and headache ("migraine/headaches I got bad headaches during the week leading upto my period and during my cycle.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful period/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("cramping after sexual intercourse/ dyspareunia (painful sexual intercourse) this was more in the last few years-especially on the left side"). In (B)(6) 2018, the patient experienced menorrhagia ("heavy period/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), autoimmune thyroiditis (seriousness criterion medically significant), panic attack ("panic attack/ anxiety attacks"), irritable bowel syndrome ("ibs/gastrointestinal or digestive system condition type: around my period my ibs was way worse after essure."), premature menopause ("early menopause"), constipation ("constipation"), affect lability ("emotional up and down"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep/ unable to sleep"), myalgia ("mescle aches"), joint pain ("joint pain/ hip towards the back pain"), alopecia ("hair thinning"), menstrual disorder ("my periods have different smell"), stress ("psychological or psychiatric problems condition: stress"), emotional disorder ("psychiatric problems condition: uncontrollably emotional outbreaks during period"), premenstrual pain ("psychiatric problems condition: pms time-pain was to much"), fatigue ("fatigue"), haemorrhage ("blood loss"), night sweats ("I was having night sweats"), back pain ("lower back more prominent on the left side/ felt like back labor pain") and pain in hip ("pain hip towards the back") and was found to have hormone level abnormal ("harmonal imbalance"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, joint pain, nausea and back pain had resolved, the autoimmune thyroiditis, panic attack, premature menopause, menorrhagia, constipation, hormone level abnormal, affect lability, dyspareunia, dysgeusia, hot flush, crying, disturbance in attention, insomnia, myalgia, alopecia, menstrual disorder, vaginal haemorrhage, stress, emotional disorder, premenstrual pain, bladder disorder, urinary tract disorder, fatigue, headache, haemorrhage, night sweats and pain in hip outcome was unknown and the irritable bowel syndrome and weight increased was resolving. The reporter provided no causality assessment for abdominal pain lower, affect lability, alopecia, autoimmune thyroiditis, constipation, crying, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, joint pain, menorrhagia, menstrual disorder, myalgia, panic attack and premature menopause with essure. The reporter considered back pain, bladder disorder, emotional disorder, fatigue, haemorrhage, headache, nausea, night sweats, premenstrual pain, stress, urinary tract disorder, vaginal haemorrhage, weight increased and pain in hip to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Current weight 160 lbs. Approximate weight at the time of essure placement 150 lbs. Legacy device report number 2951250-2018-03883 medwatch 3500a MFR number . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: failure to occlude (close) fallopian tubes hsg showing bilateral spill and need for repeat hsg in 90d.; in (B)(6) 2013: essure seen bilaterally in sag plane appear in appropriate position. Unable to confirm in coronal. There was spillage and would need a second test.. Concerning the injuries reported in this case, the following one/ones were described in social media . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: stress, uncontrollably emotional outbreaks during period and pms time-pain was to much, bladder or urinary problems or changes, headaches, fatigue, weight gain / loss specify which one: weight gain, blood loss, night sweats, low back pain, nausea,failure to occlude (close) fallopian tubes were added. Outcome for events were added. New reporters, plaintiffs information added. Concomitant conditions, drugs were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079278) on 04-sep-2018. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding/ uncontrollable bleeding'), abdominal pain lower ('lower abdominal pain/ front lower abdomen') and autoimmune thyroiditis ('hashimoto thyroiditis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included depression, cystocele and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal, thyroid disorder, irregular menstrual cycle, anxiety, vaginal bleeding, weight gain, stress incontinence and vaginal prolapse. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2001 to 2018 and levonorgestrel (liletta) for genital bleeding as well as melatonin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs/gastrointestinal or digestive system condition type: around my period my ibs was way worse after essure."), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and headache ("migraine/headaches I got bad headaches during the week leading upto my period and during my cycle.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful period/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("cramping after sexual intercourse/ dyspareunia (painful sexual intercourse) this was more in the last few years-especially on the left side"). In (B)(6) 2018, the patient experienced menorrhagia ("heavy period/ abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), panic attack ("panic attack/ anxiety attacks"), premature menopause ("early menopause"), constipation ("constipation"), affect lability ("emotional up and down"), dysgeusia ("metallic taste"), hot flush ("hot flashes"), the first episode of crying ("crying"), disturbance in attention ("mental sharpness fading"), insomnia ("cannot sleep/ unable to sleep"), myalgia ("mescle aches"), the first episode of arthralgia ("joint pain/ hip towards the back pain"), alopecia ("hair thinning"), menstrual disorder ("my periods have different smell"), stress ("psychological or psychiatric problems condition: stress"), emotional disorder ("psychiatric problems condition: uncontrollably emotional outbreaks during period"), premenstrual pain ("psychiatric problems condition: pms time-pain was to much"), fatigue ("fatigue"), haemorrhage ("blood loss"), night sweats ("I was having night sweats"), back pain ("lower back more prominent on the left side/ felt like back labor pain"), the second episode of arthralgia ("pain hip towards the back"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), depression ("depression"), the second episode of crying ("crying"), memory impairment ("memory horrible/forget"), parosmia ("metallic smell"), burning sensation ("burning sensation/coils getting hot") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("harmonal imbalance") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy((B)(6) 2018) and laparoscopic vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain lower, dysmenorrhoea, nausea and back pain had resolved, the autoimmune thyroiditis, panic attack, premature menopause, menorrhagia, constipation, hormone level abnormal, affect lability, dyspareunia, dysgeusia, hot flush, disturbance in attention, insomnia, myalgia, alopecia, menstrual disorder, vaginal haemorrhage, stress, emotional disorder, premenstrual pain, bladder disorder, urinary tract disorder, fatigue, headache, haemorrhage, night sweats, the last episode of arthralgia, abdominal pain, migraine, depression, the last episode of crying, memory impairment, uterine leiomyoma, parosmia, burning sensation and feeling abnormal outcome was unknown and the irritable bowel syndrome, weight increased and pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, affect lability, alopecia, autoimmune thyroiditis, back pain, bladder disorder, burning sensation, constipation, depression, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, genital haemorrhage, haemorrhage, headache, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, myalgia, nausea, night sweats, panic attack, parosmia, pelvic pain, premature menopause, premenstrual pain, stress, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of arthralgia, the first episode of crying, the second episode of arthralgia and the second episode of crying to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Current weight 160 lbs. Approximate weight at the time of essure placement 150 lbs. Legacy device report number 2951250-2018-03883 medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes hsg showing bilateral spill and need for repeat hsg in 90d.; in (B)(6) 2013: essure seen bilaterally in sag plane appear in appropriate position. Unable to confirm in coronal. There was spillage and would need a second test. Concerning the injuries reported in this case, the following one/ones were described in social media concerning the injuries reported in this case, the following one were described in patient¿s medical record: menorrhagia, myalgia, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: content from social media received. New events depression, crying, forget, fibroids, metallic smell, burning sensation, foggy feeling in head were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.